Event description:
It was reported that the device had a ¿cassette not attached properly¿ alarm even when the cassette was attached. There was unknown patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. Customer reported problem with cassette not attached was verified by 50 ml cassette test and failed - "cassette not attached" error duplicated. Probable cause was that the dso (downstream occlusion) sensor was non-reactive. Dso sensor, seal, and bezel were replaced to correct the issue. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.